Manufacturer narrative:
(B)(4). The companion sample was evaluated and the reported issue was not confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Root cause is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) reported that a minicap did not close. The reported issue occurred during use. There was no patient involvement. No further information is available. Report 59 of 60.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available. The sample lot number is known, therefore a batch review will be performed. Should any additional information become available, a follow-up report will be submitted.